Event description:
It was reported that the right ventricular lead had high thresholds. The lead was explanted and replaced. The atrial lead was found to have external insulation damage which was visible to the physician before the extraction. The atrial lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD, implanted: 2009 (B)(6). (B)(4).